Event description:
Litigation allege the patient suffered pain, clicking, and heat radiating into her groin.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Update rec'd 1/29/2015 - ppd and medical records received. Invoice located for part/lot information. Dob provided. Patient revised to address adverse local tissue reaction to metal debris, clunking and elevated metal ion levels. Upon revision, osteolysis, necrotic/inflammatory tissue, excessive fluid were noted. The stem and sleeve are being added to the complaint. The stem remained in situ.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.